Manufacturer narrative:
(B)(4). Additional information regarding the reported event was reported: the patient was admitted to the hospital where they soon experienced sterile peritonitis manifested by abdominal pain with a persistently elevated leucocyte count and monocytosis. After the effluent was analyzed, the patient was treated with intraperitoneal (ip) gentamicin 4mg/l for a total of 3 times, ip cefuroxim 125mg/l for a total of 3 times, ip gentamicin 8mg/l once and ip cefuroxim 500mg/l once (duration not reported). Then the treatment using gentamicin and cefuroxim were discontinued, and the patient began treatment with intravenous (IV) augmentin (dose, frequency and duration not reported). After which, the treatment with augmentin was discontinued and the patient was started again on ip gentamicin 4mg/l for a total of 7 times, ip cefuroxim 125mg/l for a total of 7 times, ip gentamicin 8mg/l once and ip cefuroxim 500mg/l once (duration not reported). The treatment using gentamicin and cefuroxim was later discontinued. The patient was discharged from hospital and was reported to have recovered from the reported event.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt began treatment with extraneal (dose, frequency, and lot not reported) intraperitoneally (ip) for pd. On an unreported date, the pt experienced a case of suspected allergy to extraneal manifested by belly ache , diverticulitis, and elevated cell counts following the administration of extraneal (unspecified). Subsequently the nurse confirmed the event was not an allergic reaction but a non-bacterial peritonitis. Treatment was not reported. Concomitant therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted